Event description:
When attempting to remove transparent dressing from pt's arm, the dressing peeled off in several pieces and was very difficult to remove from skin, causing pt distress and pain. It took a total of 15 to 20 min to remove the dressing in order to prevent a skin tear.